Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.

Event description:
The patient reported low blood glucose symptoms with a result of 5.8 mmol/l obtained on the performa system. The patient went to the hospital and tested 2.8 mmol/l on a professional meter. The patient tested 4.0 mmol/l at the same time on the performa system. No treatment information provided. No adverse event related to the device was reported. Requested return of suspect device however the system will not be returned.